Event description:
Customer's wife reports back to back testing on the same meter while using the compact plus system with results of 243 mg/dl and 83 mg/dl, no quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.